Event description:
The user facility reported that during the positioning of a patient's leg, the leg stirrup fell, causing the patient's leg to drop. Hospital personnel were able to catch the patient's leg. The leg support was found to be unlocked, causing it to drop. Hospital personnel locked the leg support, re-positioned the patient's legs and continued with the procedure. No injuries were reported to the patient or hospital staff.

Manufacturer narrative:
Both leg extensions (stirrups) were returned to steris and sent to the supplier for evaluation. The supplier stated that the stirrups evidenced no material degradation and were manufactured to device specifications. The supplier's evaluation concluded that the cause of this event appears to be servicing of a non-serviceable part of the stirrup. Specifically, the adhesive seals on both dust covers protecting the stirrup collars were broken, nylon sleeves were removed from the collars, and pins inside the collars were spread apart. The dust covers are intentionally sealed to the collars by the manufacturer to prevent access. This resulted in one of the stirrup locking handles being left in an open (unlocked) position once the handle was released. The leg stirrup fell when the user was positioning the patient's leg because the stirrup was not locked, allowing the patient's leg to drop. The design of the device is that the stirrup automatically returns to the locked position once a user releases the locking handle. The operator manual states on p. 2-1: "before using stirrups, ensure there are no scratches, dents, or change in appearance. Verify locking handle and clamp work properly." No similar reports have been received by steris or the device supplier; this is considered to be an isolated event. The facility was provided new stirrups; an offer to provide the facility in-service training on the proper operation of the stirrups was made but was declined.

Manufacturer narrative:
The leg extension subject of this event is being returned from (B)(6) for evaluation. A follow-up report will be submitted once additional information becomes available.